Event description:
It was reported that the patient experienced bradycardia. It was reported that the right ventricular (rv) lead had high thresholds and was unable to capture at high outputs. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.